Event description:
The customer reported that following a ptca/stent procedure in 2000, a vaso seal vhd kit size 3 was deployed. The next day, the groin began oozing and a three inch hematoma was noted. A sandbag was applied and the hematoma showed no further development and the pt was discharged. The pt presented to the ER complaining of a sore, cold, and numb right leg. On february 15, 2000 a run off confirmed an occlusion of the right distal foot and the pt was taken to surgery to remove collagen from the distal right leg. Following surgery, the pt remained stable and was discharged on february 16, 2000. No further complications were reported.